Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. Product was not returned for investigation. The data logs logs from the reported day of event are consistent with complaint and show that after pump was started. Console logs were analyzed y software sme, who concluded that the issue was use-related, and did not correspond to the expected use case scenario. The reason for multiple pump disconnections/reconnections without prompts or alarms had not been identified. There was no issue found with the console. The device functioned/operated to specification. Reported issue was use-related (unexpected disconnections of pump). A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant was using a cp pump to support a patient undergoing high-risk percutaneous coronary intervention (hrpci). The associated automated impella controller (aic) indicated that the device was inserted without detecting any placement signal. The case was aborted.